Event description:
Pt had initial aaa repair in 2004. One flex main body graft was placed as well as one iliac leg graft on the left and two iliac leg grafts on the right. The left limb retracted into the common iliac. A repair was done in 2007 to extend the graft into the external iliac and the left hypogastric was coiled.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. An internal clinical review determined the migration of the device was the result of anatomical changes in the pt over time. We will continue to monitor for similar situations.